Event description:
Patient received a burn during a breast biopsy. The pencil is a covidian, but the tip is megadyne's. Patient was sent down to wound care, treated and sent home.

Manufacturer narrative:
All attempts to gain information about the extent of the patient injury have been unsuccessful. Megadyne determined to report this event based on information that the patient required wound care. Without lot number information, we are unable to identify the manufacture date. Evaluation under magnification revealed charred eschar buildup on the electrode surface and thermal damage was observed where the electrode is inserted into the electrosurgical pencil it appears that either the tip was not fully inserted into the handpiece or surgical technique (blood/fluids/tissue or other) allowed or forced material into the pencil through the nose or junction where the electrode is inserted. Such conditions favor initiation of an electrical discharge which likely resulted in thermal damage to the surrounding tissue. In addition evaluation of the electrosurgical pencil revealed an "arc mark" to the inside diameter of the pencil's nose indicating the point of electrical discharge. The instructions for use for the electrode states to fully insert the electrode into the accessory making sure the insulating sleeve fits securely inside the accessory.